Manufacturer narrative:
We received one 746f8 catheter with the monoject 3ml syringe with limited volume at 1.5ml and arrow contamination shield for examination. The reported event of "pa pressure value was high and the waveform was "odd" was not confirmed. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. The catheter passed in-vitro calibration on the vigilance ii monitor using a laboratory cal cup. Thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.2°c when submerged in a 37.2°c water bath. Thermistor temperature reading accuracy is +/- .3° c per vigilance manual. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. The catheter body was examined and found to be undamaged. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the balloon was tested prior to use and inflated fine. Upon insertion the pa pressure value was high and the waveform was "odd." There was no problem zeroing before use. The catheter was removed and new catheter was placed. No new insertion site was needed. No patient complications were reported. It is unknown if any error and fault messages were observed.